Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Many years. Were there any issues experienced with the device in the initial surgical procedure? No. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Can more information be provided on what was meant by, ¿a small portion of mucosa was found in the upper incision margin of donuts¿? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? Unk. Was the staple line visualized endoscopically during the initial surgical procedure? This is rectum surgery, could not check the staple formation visualized, but did the finger test. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unk. Was the bleeding intraluminal or extraluminal? Intraluminal. Was the endoscope used when addressing the bleeding transanal or laparoscopic? Yes. What was the total estimated blood loss (ml)? Unk. Was a transfusion required? No. What is the current status of the patient? Stable and left from hospital, the hospital stay delayed one week.

Event description:
It was reported that during the operation of the laparoscopic radical resection of rectal cancer, chose the 1mm staple height, after reconstruction of rectum and sigmoid colon with cdh29a, a small portion of mucosa was found in the upper incision margin of donuts, and no any anastomotic problems were found during operation. 3 hours after surgery, noted black stool, 6 days after surgery, noted stool with blood, under endoscope, noted pulsatile bleeding at the 6 o'clock direction of anastomosis. Used electrode to stop the bleeding. The patient is stable now.